Manufacturer narrative:
(B)(4). Batch # r57u1w. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a ladg, the knife did not return at the 6th firing. The device was used for roux-en-y method between jejunums. The manual override lever was used to release the device since the knife reverse switch did not function. Another device was used to complete the case. There were no adverse consequences to the patient.